Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure on cutting hemorrhoids, the two devices could not be fired. The product was replaced to resolve the issue. There was no patient injury.